Event description:
Robotic hysterectomy with node removal: "the bag was not cinching and staying closed per the report." Pt status: "no issues with this pt, but potentially cancerous nodes falling out of the bag was a concern." Intervention: "the surgeon used the robotic grasper to pull the guide bead, so the bag would close all the way before removing specimen through the vagina."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.